Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) and breath delivery (bd) cable and the gui prited circuit board (pcb). Which resolved the reported issue. The cse performed extended self-testing on the device and all tests passed.(B)(4)

Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred.